Event description:
It was reported that thirty hours following an uneventful novasure endometrial ablation (exact procedure date unk), the pt returned to the hospital with a fever of "104.5" degree fahrenheit. The pt was admitted (exact date unk) and was treated with intravenous (IV) vancocin (vancomycin, dose unk), for group b streptococcal (gbs) "condition". After seven days, the pt was discharged home (exact date unk). On (B)(6) 2012, it was reported by the physician that the "patient is doing fine now".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot record review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).